Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The c-mos settings were reset and the battery was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the left monitor of the 6800 system would not display an image. No patient injury was reported.